Event description:
The customer reports that during a gastric bypass procedure, after firing, the device was stuck on tissue. It was excised from the tissue. There was no trauma to the tissue upon removal of device. They got a new device to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results showed that one ec60 device was returned with no visual non-conformances and with a fully fired cartridge loaded on the device. The device was tested for functionality with a test cartridge; the device achieved a complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle, the staples formed as intended ant it opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.